Event description:
Report received indicated that guidewire tip unraveled. During a percutaneous transluminal angiography and while probing the superficial femoral artery (sfa) the tip of the guidewire unraveled. There was no guidewire separation and was completely retrieved without any adverse consequence to the patient. This product was discarded and is not available for evaluation. However, three other pgw .018 sv short guidewires (not use in patient) were returned for evaluation and testing. The failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.